Event description:
The patient was implanted with a left ventricular assist device. Approximately 2.5 years post-implant, the vad coordinator reported that the patient was at home and called the hospital to report observing some tears in the external portion of the percutaneous lead, where he noticed drainage of serous fluid. The patient was readmitted to the hospital so that the area could be examined and the patient could be closely monitored. Since implant, the patient had a massive gain in weight and a rupture of the internal portion of the percutaneous lead was suspected. A computed tomography (CT) scan was performed, but revealed no obvious damage. A decision was made to exchange the pump to prevent possible rupture to the percutaneous lead. Once explanted, the vad team noticed damage to the bend relief of the percutaneous lead at the pump housing and believes that the patient's weight gain was the most likely reason for the damage.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.